Event description:
It was reported, the screwdriver didn't work properly when the doctor used it to remove a screw. The screwdriver was broken.

Manufacturer narrative:
Evaluation summary: deviations in material and manufacturing were not found. Evaluation revealed evidence that the event is not linked to a deficiency in the device. No failures in the manufacturing documents were found. As mechanical properties of material and dimensions are within specified tolerances, we exclude material and manufacturing deviations. In the breakage areas, material is plastically deformed (in clockwise direction) which reveals that a forced ductile fracture occurred during operating the device in counter-clockwise (untightening) direction. According to the information available, the exact cause of the event could not be determined.